Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A pusher wire, introduced sheath and coil were returned. The interlocking arms were found interlocked inside the introducer. The coil could not be removed from the introducer sheath. The introducer was sectioned in order to remove the coil. The twistlock was found opened. The introducer was inspected and no damage noted. The coil was inspected and was found kink, stretched and with residues of blood. The amount of blood found is consistent with a correct flush performed. The pusher wire was inspected and no damage was noted. The coil zap tip was inspected and no damage noted. The interlocking arm of the coil was inspected and no anomaly was noted. The interlocking arm of the pusher wire was inspected and no anomaly was noted. Almost all the dimensions that could be measured were found to be in specification. The number of fiber bundles were below the specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that coil protrusion during removal occurred. A 12mm x 30cm interlock¿ was selected for use. During the procedure, an initial coil with a larger diameter of 14mm x 30cm was successfully deployed. When the second coil was used with a diameter of 12mm x 30cm , physician withdrew and advanced the device for three times however, it could not be retracted into the sheath. Physician then gently removed the system and catheter and noted that there was a coil protrusion from the tip of the catheter. The procedure was completed with a different device. No patient complications reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that coil protrusion during removal occurred. A 12mm x 30cm interlock¿ was selected for use. During the procedure, an initial coil with a larger diameter of 14mm x 30cm was successfully deployed. When the second coil was used with a diameter of 12mm x 30cm , physician withdrew and advanced the device for three times however, it could not be retracted into the sheath. Physician then gently removed the system and catheter and noted that there was a coil protrusion from the tip of the catheter. The procedure was completed with a different device. No patient complications reported and patient's status was stable.